Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after surgery for orthopedic fracture of distal end of femur, they found a part of cushion and cover cloth placed under the patient's leg was burnt. They put a triangular metal supporter on the black cushion and the patient placed the right leg on the supporter with bending knee to upward direction. They placed cover cloths on the cushion and they found all the same positions were burnt. As per nurse's consideration, the pencil went between the cushion and the metal supporter and according to the report, had activated accidentally due to the weight of leg. There was no patient injury.